Event description:
Rptr was dropping off a pt at a facility and a healthcare professional removed the powdered latex gloves they were using. Within mins rptr experienced red, blotchy facial patches with itching, mild shortness of breath and uncontrollable cough. Treated self with benadryl and flonase with no relief. Taken to ER and treated with albuterol nebulizer for bronchospasm. Rptr never experienced bronchospasm before. Steroids and antihistamine usually relieved the symptoms. Rptr was placed on solumedrol tapered dose. Next episode rptr was at facility to pick up a pt and two healthcare professionals removed their gloves "sling-shooting" them into the trash. Rptr left the facility and soon experienced lightheadedness, dizziness, shortness of breath with coughing. Rptr was soon unable to continue activities. Rptr had to sit down. Prednisone and an antihistamine were taken without relief. Wheezing and shortness of breath ensued and rptr used an epipen. Taken to ER where pulse was 162, bp 80/24 and respirations 40. Another antihistamine given, steroids, dose of epinephrine and high flow 02. Rptr was monitored in ER for 5 hrs and then released. Rptr warned users of the powdered gloves to not remove them while she was in the room. Rptr uses nitrile gloves and will not touch latex gloves of any kind.